Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the electrograms revealed noise on both the right atrial and left ventricular leads. The patient was asymptomatic. The device was reprogrammed; ventricular sensitivity was decreased. No additional information was reported.

Manufacturer narrative:
The event description states noise was reported on the left ventricular lead rather than the right ventricular lead.